Manufacturer narrative:
Based on the lack of historical/pertinent clinical information (medical/surgical history, comorbidities, medication regime) as well as course of hospitalization and treatment (medical or surgical interventions) for hydrothorax, a possible association between the liberty cycler and the adverse event of diaphragmatic leak cannot be determined. Additional clinical information is needed to determine potential causality. Further information has been solicited; should additional information be provided the clinical investigation will be reevaluated.

Manufacturer narrative:
(B)(4). Hydrothorax due to diaphragm leak. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was diagnosed with hydrothorax as a result of diaphragmatic leak of the pd fluid into the pleural cavity. The patient was discharged from the hospital on (B)(6) 2017 on hemodialysis to allow for diaphragm healing. Medical records have been solicited but not made available at this time.